Manufacturer narrative:
International medical device regulators forum (imdrf) adverse event reporting (B)(4).

Event description:
Pentax medical became of a reported complaint of "insertion tube crush dented" involving pentax endoscope eb-1970uk-sn:h120528, the user facility report filed to cfda states the following: "on (B)(6), 2020, the user did the inspection on mediastinum by ebus-tbna, carried out anesthesia. The user met some difficulties when inserting the ift. After uplifting the lower jaw, the user inserted the ift successfully, but the patient appeared blood oxygen desaturation, lower to 65% (normally, more than 90%). The user stopped and take back the scope. The user found that there are some dents on ift (insertion tube) and scope has been transformed and can't be recovered. After the patient's vital signs returned to normal. The user did the inspection again". Since a pentax device was in use when this incident occurred and the cause of the patient condition to deteriorate is unknown, this event is considered FDA reportable. The endoscope was received at our (B)(6) pacific service center for further evaluation where the engineer confirmed the user narrative of dents in the insertion tube. The engineer narrative is as follows "having checked, the device eb-1970uk serial number (B)(4), the ift at 18-30cm had dent and operation channel wasn't smooth and angulation wasn't enough. The engineer think that the event was caused by patient and anesthesia instead of our device. Having checked, no injury was caused." The endoscope was repaired where the segment braid, insertion tube, water feeding tube and bending rubber was replaced and returned to the user. On (B)(6) 2021, a device history record(DHR) review for model eb1970uk, serial number (B)(6) was performed under ivai-21-010060, the DHR review confirmed the endoscope was manufactured on 21-jul-2015 under normal conditions, there were one nonconformance found during final inspection for ultrasound sensitivity failure. The unit was reworked where the cn4 connector was reconnected, and the unit passed all subsequent required inspections and was released accordingly. Also, the dates of approval for shipment and actual date shipped were confirmed.